Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hysterectomy/coelio procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.